Manufacturer narrative:
No unexpected low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Power error 25 alarmed during testing due to j6 connector resistance issue. Unit passed displacement test, sleep current measurement, active current measurement and self-test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device is draining batteries quickly. Report does not state whether the reservoir is able to lock into place. The customer¿s blood glucose level at the time of the incident is unknown. No further details or information available. The device will be returned for analysis.